Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose level was 350mg/dl. Pump was reset to resolve the issue. It was reported that the customer received multiple occlusion alarms. Reportedly, the customer changed the infusion set and resumed insulin delivery. Blood glucose was 200 mg/dl.

Manufacturer narrative:
Remove "customer's blood glucose level was 350mg/dl. ".